Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify external ram crc error alarm, unexpected restart error alarm and any alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was 183 mg/dl. Alarm history also showed an external ram crc error alarm. It was also reported that insulin pump had a blank screen display. After troubleshooting, customer was advised that insulin pump would need to be replaced.